Event description:
It was reported that the patient's device switched to unipolar with high output settings. It is believed the emergency button was inadvertently pushed. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.